Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified middle left anterior descending artery(lad). A 10/3.50 flextome cutting balloon was selected for use. During procedure, difficulty in delivering the device to the target lesion was noted. After the device crossed the lesion, upon first inflation, the balloon ruptured at 8 atmospheres for 10 seconds. The procedure was completed with a 10/3.00 flextome balloon. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination found no kinks or damage along the shaft. Blood was visible in the balloon and inflation lumen which is consistent with a leak having occurred in the device. No tears were noted in the balloon material. There was no damage found with the blades. The device was attached to an encore and during an attempt to inflate the balloon, a pinhole leak was found at 5mm proximal to the proximal edge of the distal marker band. No damage was observed with the distal marker band or blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified middle left anterior descending artery(lad). A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During procedure, difficulty in delivering the device to the target lesion was noted. After the device crossed the lesion, upon first inflation, the balloon ruptured at 8 atmospheres for 10 seconds. The procedure was completed with a 10/3.00 flextome balloon. There were no patient complications reported and the patient's condition was good.